Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic colon surgery, five days before the procedure, the surgeon performed functional end-to-end anastomosis using other device. The surgeon anastomosed the large intestine and small intestine. The patient was not in bad condition specially at that time, even though steroid was being used. During the surgery, the tissue around end point of side to side anastomosis became red and black like necrotic tissue. Five days later, as the anastomosed site was still in bad condition, the surgeon performed open re-surgery with handle and power reload. Then the surgeon performed the second re-surgery, and suture the tissue manually. The surgeon said titanium might have caused these events and requested us to provide the information of taking action and the checking of titanium allergy.